Event description:
Caller alleged discrepant results compared with another meter. Results as follows: date: (B)(6)2010, inratio: 1.9, doctor's meter: 1.6. Approx 30 minutes in between doctor's meter and inratio testing.

Manufacturer narrative:
Investigation pending.